Manufacturer narrative:
Correction: d2a: common device name, d4: model #, d4: unique identifier (UDI) #, g4: combination product. Additional information: h3, h6, h11. H11: the device was received for evaluation. During functional testing , improper shutdown, was not reproduced . The device was tested with a known good pump and no alarms occurred. A review of the event history log revealed ¿improper shutdown!¿ message occurs at power up following power loss to the pump. The event history log from the pump sent with the battery module was reviewed and an occurrence of "improper shutdown" was observed when the on may 21, 2024. The last battery error occurred on may 13,2024. The event history log reveled the user powered on the pump , selected ICU care are and then the device powered back on when the improper shutdown occurred. An ¿improper shutdown!¿ message occurs at power up following power loss to the pump. The history log cannot be used to determine how power became disconnected. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event . He reported condition was verified. The cause of the condition was determined to be corrosion on a battery contact. The battery module is deemed unserviceable and will be scrapped .should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum wireless module had improper shutdown when the registered nurse turned the pump on. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.